Event description:
I was implanted with the essure device in 2010 and ever since then I have been in pain, bloated, felt like something was stabbing me. I have had joint pains that started after placement. Then a couple weeks ago they thought my essure was going into my uterus. So they did a removal and tied my tubes.